Event description:
It was reported that the 9800 system locks up intermittently requiring reboot. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The failure could not be duplicated. The video controller board was replaced as a precaution. The gib cpu kit and the software upgrade were installed during the service call. The system was tested and found to be working as intended and put back into service.